Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown, head, lot#: unknown. Item #: unknown, unknown, liner, lot #: unknown. Item #: unknown, unknown, stem, lot #: unknown. Item #: unknown, unknown, cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04028, head, 0001825034 - 2019 - 04048, liner, 0001825034 - 2019 - 04049, stem, 0001825034 - 2019 - 04050, cup. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Review of radiographs identified post surgical changes of the right acetabulum with apparent reconstruction of the acetabulum. There was significant lucency in between the bone hardware interface consistent with loosening and the screw had fractured inferiorly. Superior dislocation of the femoral head was observed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group the patient received an initial right tha at an unknown date and is considering revision surgery for an unknown reason. The sales rep is inquiring about the femoral stem that was implanted. Attempts were made to obtain additional information; however, none was available.